Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that post op a partial cecectomy and extended appendectomy, the patient was brought back to surgery on (B) (6) 2010 for abdominal tenderness, pain and peritonitis. It was found that the staple line came undone and some staples were not formed, there was a staple line leak. Part of the colon and small bowel were resected to remove the area of the staple line leak. Nine liters of irrigation was used to flush out the abdomen. The patient is stable and in the intensive care unit. The patient will return for to surgery for another reoperation. The device was discarded. (B) (6). Additional followup: patient has had another operation and is currently doing fine.

Event description:
A site visit was conducted, an ees engineer visited with the surgeon. The engineers comments are as follows: he showed us some of the staples that he was able to retrieve from the original staple line that was observed to be leaking. He was able to retrieve these during the second surgery. A photograph of the staples was provided. The retrieved staples were only partially formed. The incident instrument and cartridge were not retained and it was not possible to perform an engineering analysis. The design and features were reviewed with the surgeon.

Manufacturer narrative:
(B)(4).